Manufacturer narrative:
Product ID: 3889-28, lot# v872640, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and leads were replaced. It was later reported that ¿something happened¿ with the implant, it didn¿t respond and the patient had a replacement. Additional information has been requested but was not available as of the date of this report.